Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via a social media public site, that a patient with a boston scientific subcutaneous implantable cardioverter defibrillator (s-ICD) system, presented to their medical facility due to poor wound healing post-implant. There was indication of site infection and electrode erosion, with a high likelihood of a system revision. No other information and no further site updates have been provided. The patient's identity is unknown; no serial number identifiers are available.